Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced syncope for an unknown reason. The device interrogation showed normal device function, with a slight increase in right ventricular (rv) threshold measurements. Review of the electrogram (egm) noted two morphologies which did not appear to be due to fusion. Varying threshold measurements were also observed. Boston scientific technical services (ts) was consulted and recommended further review and an x-ray. An x-ray was taken which revealed that the rv lead had no slack. It was determined that the cause of the different morphologies was intermittent loss of capture which was most likely due to a micro-dislodgement. The cause of the syncope was then determined to be likely due to the loss of capture. A lead revision procedure was performed where the physician added slack to the lead and re-sutured the pocket. The rv lead remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted the complete lead was returned. Visual inspection noted two sets of set screw marks that were toward terminal end of terminal pin which suggested insufficient insertion of the lead into the header of the device. Further inspection noted that the coils were compressed, insulation punctured and body and blood fluid was inside lead at 23.5 cm from terminal pin. This was determined to have been induced during the explant procedure. There was also dried blood noted on the helix and in the helix housing. Analysis was unable to confirmed the allegation of loss of capture, as the lead passed electrical testing; however, set screw marks were found toward front end of the terminal pin suggesting improper insertion into header. The allegation of dislodgement was also not confirmed as no damages were note at lead¿s tip or helix. However, analysis was able to confirm an issue with the helix as it would not extend, this was determined to be most likely due to dried blood in helix housing.

Event description:
Additional information was received that while the patient was hospitalized for a non-device related reason, the physician noted intermittent loss of capture due to high thresholds on the right ventricular (rv) lead. The field representative stated that the electrogram (egm) strip showed seven seconds of loss of capture; however the entire seven seconds did not have asystole. There was an unknown duration of asystole, but it was non-sustained. Subsequently the physician opted to perform a revision procedure to reposition the lead. Upon opening the pocket it was found that the lead remained in the same position, thus the cause of the current intermittent loss of capture remained unknown. When the physician attempted to reposition the rv lead, the helix would not extend after retraction; due to this the lead was explanted and replaced. It was noted that after the revision procedure the patient still had pre-syncope and lightheadedness. The cause remains unknown. It was previously reported that the patient experienced syncope. Upon further discussion with the field representative syncope was reported by the physician, but the patient later noted pre-syncope symptoms only, which were very lightheadedness and dizziness.